Manufacturer narrative:
Product ID 3889-33, lot# v704501, serial#, implanted: 2011 (B)(6), explanted, product type: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient noticed pain and a loss of stimulation on (B)(6) 2012. The patient visited her health care provider (hcp), who believed the pain and loss of effect were due to a combination of chronic pelvic pain and a recent urinary tract infection. The hcp was treating the uti and would re-evaluate when the uti clears. Additional information has been requested, a follow-up report will be sent if additional information becomes available.